Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6 patient codes: added bradycardia.

Event description:
It was reported that electrogram (egm) review revealed right ventricular (rv) lead non-capture and the patient was experiencing bradycardia. Technical services (ts) reviewed troubleshooting options. Additional information received reported that this rv lead was explanted and replaced by a lead that was implanted in a deep septal position. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review revealed right ventricular (rv) lead non-capture and the patient was experiencing bradycardia. Technical services (ts) reviewed troubleshooting options. Additional information received reported that this rv lead was explanted and replaced by a lead that was implanted in a deep septal position. No additional adverse patient effects were reported.